Event description:
Hospital in (B)(6) reports a patient was being treated for a proximal tibial fracture with plates and screws on an unknown date. The surgeon first placed a plt on the outside of the proximal tibia. He then moved to the inside to place a 1/3 tubular plate. While drilling for the 1/3 tubular plate the tip of the drill bit was broken due to interference with the screw mounted in the plt. The surgeon attempted to remove the broken fragment. The removal was not possible without causing a significant prolongation of the procedure so he left the fragment in the patient. Since the fragment is approximately 3cm in length, the surgeon plans to remove it at some point in the future. Reportedly, at this point the health of the patient was not affected. On an unknown date the patient underwent a revision procedure.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis. Manufacture date: june 2011. The manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of the drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Material: the examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard aisi 440a. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. This lot of 118 pieces was manufactured in june 2011 and we are not aware of any other complaint or any quality problem for this article- and lot number. It is clearly visible that the remaining cutting edges are completely blunt. This is an indication that an undue metallic contact during use caused the breakage of this device.